Event description:
Customer reported noticing that a reagent red cell vial used while running the ortho provue analyzer showed hemolysis and a large volume when compared to the other vial from the same lot.